Event description:
The doctor reported to the distributor that a medpor left helical rim implant was purchased for an upcoming surgery. The doctor reported that while in surgery she opened the product and found a medpor right helical rim implant inside the sterile pouch instead of the left helical rim implant. The doctor reported that the surgery was able to be completed by molding the implant.

Manufacturer narrative:
All medpor left helical rim implants from this lot were sold into commerce. A distributor that received implants from this lot provided pictures of the implants. We confirmed that the implants from this lot were correct for a medpor left helical rim implant. The device history records were reviewed and all processes and test parameters were within the medpor implant specification. (B)(6)